Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection. Found one of three insertion needles bent inside the sensor base. Unable to confirm the customer received the sensors in said condition due to the product being opened/used. Two remaining sensors were found with the needles separated from the sensor base. Unable to perform the insertion needle complaint due to the customer returned the sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle would pull the cannula out with it. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.